Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had changed the stimulation many times and never had trouble except for a 2 week period where they would set the stimulation to 12 or higher and go about their business, then maybe about 2 hours later, they would find themselves losing the ability to walk and would check the level and find it was at 0.2. After that two week period, the stimulator has maintained the level the patient put it on. The patient reported they have been using a lower level lately that allows them to walk short distances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient has had 4 bad days with the stimulation going down to 0.2 when it should be between 12-13. Patient stated that he has adjusted the adaptive stimulation setting and waited a minute and the number did not stay. The patient communicated with the ins and the programmer (pp) showed stim on. Patient stated that right now the setting was correct. Patient stated they did not see the reclining position. Patient was redirected to hcp and schedule appointment with the rep to check as parameters. No symptoms reported. No further complications were reported/anticipated.